Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient reportedly experienced unspecified infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical records allege that the bard power port clearvue isp implantable port was implanted in a patient for the purpose of chemotherapy delivery, hydration, and ketamine infusion. Five months and one day post a port placement x-ray of chest was performed which revealed that the port tip was in the expected location superior vena cava. Patient was admitted with infected port. Blood culture test resulted positive for methicillin sensitive staphylococcus aureus and stenotrophomonas maltophilia port infection with bacteremia. Defective infected port was removed and replaced. Therefore, the investigation is confirmed for the reported bacteremia and bacterial infection. Furthermore, clinical conditions alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and one day post a port placement in the left side of chest wall via the left internal jugular vein approach, the blood culture test resulted positive for methicillin sensitive staphylococcus aureus and stenotrophomonas maltophilia port infection with bacteremia. It was further reported that the patient experienced pain and had mild tenderness to the port site followed by yellow purulent fluid from port. Furthermore, the patient allegedly developed with sepsis secondary to bacteremia as a result of the defective infected port. Evidently, the patient was treated with intravenous antibiotics. Reportedly, the defective infected port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b2, d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that five months and one day post a port placement in the left side of chest wall via the left internal jugular vein approach, the blood culture test resulted positive for methicillin sensitive staphylococcus aureus and stenotrophomonas maltophilia port infection with bacteremia. It was further reported that the patient experienced pain and had mild tenderness to the port site followed by yellow purulent fluid from port. Furthermore, the patient allegedly developed with sepsis secondary to bacteremia as a result of the defective infected port. Evidently, the patient was treated with intravenous antibiotics. Reportedly, the defective infected port was removed and replaced. The current status of the patient is unknown.